Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained low blood glucose of 32 mg/dl as well as high blood glucose levels. The customer did not provide the high blood glucose value. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with the issue and mentioned that they found small air bubbles in the reservoir. The customer was advised to change their sets. The customer declined trouble shooting the issue. The customer wad advised to call back if their blood glucose levels continued to be too low or too high. The customer did not return the product back for analysis.